Event description:
Pt to o.r. For laparoscopic fundoplication. While closing, the endosuture reload unit broke and pieces fell into abdominal cavity. All foreign objects were removed prior to end of case. Post-op x-ray negative for foreign materials.